Manufacturer narrative:
The customer reported the incident that occurred on the advia 2120 with dual aspirate autosampler system to the field service engineer (fse) when he visited the site for an unrelated customer request. The customer received prophylactic treatment in the occupational health department. There are no reports of adverse health consequences due to the customer being stuck by the autosampler aspiration needle. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer was clearing a rack jam on the advia 2120i with dual aspirate autosampler system. He received a needle stick injury to his finger from the autosampler aspiration needle. It is unknown if the customer was wearing personal protective equipment while clearing the rack jam. There are no known reports of adverse health consequences due to the injury.